Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pt arrived as transfer from other hospital, requiring pressors and blood products during transport r/t hypotension. Upon arrival, transitioned to b braun pumps with levo, vaso and epi; mte initiated for continuing hypotension. Primary rn and additional rn were at bedside when noticed hypotensive to map of 50s and decreasing. Upon investigation, levo infusion had transitioned to kvo without audible alarm and volume still left on pump. Required additional blood products, reprogramming pump and upward titration of other vasoactives to prevent further hypotension.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and no event logs were provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.